Event description:
It was reported that pump declared cartridge change error while customer also had damaged display. There was no adverse impact to the customer¿s blood glucose level. Customer support was unable to troubleshoot issue due to damaged display, and no additional information was received regarding the outcome of the event.